Event description:
It was reported that a pt underwent a kyphoplasty procedure six weeks prior in 2009, at level t9. The pt returned with significant pain. A repeat MRI revealed a new fracture at level t8 and an abscess anterior to t9 as well as evidence of discitis. The pt was to undergo an additional kyphoplasty procedure at level t8 to treat the new fracture; however, the procedure was cancelled due to the MRI findings. The abscess was drained with resultant negative cultures for bacterial growth, however, a high white blood cell count was noted. It was reported that the pt expired the following month. No cause of death was provided. However, the physician does not feel that the death was caused by the kyphoplasty procedure.

Manufacturer narrative:
Device not returned, follow up conversation with company rep.